Event description:
The customer reported they experienced a leakage from a crack in the drip chamber while the line was in use. Photograph of the damage provided to support the investigation and the line was discarded by the customer. We did not receive a sample, but a batch number and a picture for investigation. The picture shows an error pattern similar to the one identified in another complaint for the same batch number, where we received the sample for investigation. This sample showed many stress cracks in the lower part of the drip chamber, a big crack in lower part on the right side, which lead to fluid leaking out of the drip chamber when squeezing the drip chamber. The material was very hard when being squeezed. By more detailed visual inspection under the microscope the cracks could be confirmed, but no further indication for external material damages, flow lines, material inhomogenities could be detected. Those would be obvious reasons that could induce stress and lead to a crack. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. Since the root cause could not be determined, actions have been implemented to reduce overall variations in the production process and potential root causes.